Manufacturer narrative:
(B)(4). Result of examination: the received sample was subjected to a visual and functional examination. The sample was severly contaminated. The cover caps at the screw pillars as well as the sealing at the bottom housing were not available. The history log files were read and analyzed. On the reported day of event no device alarm was logged. Based on the history files, the indicated reason of complaint was not comprehensible. Following, a long term test was performed. Here, neither a device alarm nor the indicated reason of complaint "when it suddenly died" appeared. For further testing the sample was dismounted and the inside was investigated. It was assessed that the zero insertion force plug was not locked correctly. Furthermore the bottom housing and the slide guide were found damaged. Material compressions were found on the upper and bottom housing. The drive head housing was found improper fixed. No device alarm was found logged on the day of event as well as no device alarm occurred within our long term test. According to the attached documentation, the operating unit has to be replaced prior to this examination. Wrong handling could not be excluded. The IFU describes: · prior to administration, visibly inspect the pump and the accessories (especially the axial fixation) for damage, missing parts or contamination and check audible and visible alarms during selftest. · protect the device and the power supply against moisture.

Manufacturer narrative:
(B)(4). The device is currently shipping from user facility to bbm laboratory in (B)(4) for investigation. A follow-up report will be provided when the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): pump switched off during use on patient: the pump was running noradrenaline into a patient in ICU, when it suddenly stopped. The patient's blood pressure dropped briefly but a backup pump was used which restored the patient's blood pressure promptly. The hospital say there was no harm to the patient and a very brief delay to the procedure.